Manufacturer narrative:
Event date was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end device was used in the ureter during a ureteral stent implantation procedure performed on an unknown date. During unpacking, it was noticed that the catheter was broken near the hand base. The stent placement procedure was completed without using the access ureteral catheter. Note: the photo submitted by the customer confirmed that the catheter was broken near the handle base. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axxcess ureteral catheter open end device was used in the ureter during a ureteral stent implantation procedure performed on an unknown date. During unpacking, it was noticed that the catheter was broken near the hand base. The stent placement procedure was completed without using the access ureteral catheter. Note: the photo submitted by the customer confirmed that the catheter was broken near the handle base. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: event date was approximated to 03/01/2022 based on the date the manufacturer became aware of the event. Block h6: medical device code a0401 captures the reportable event of catheter break. Block h10: investigation results the returned axxcess ureteral catheter open end device was analyzed, and a visual evaluation noted that the device was returned in an open pouch. It was also observed that the catheter was torn at the distal end. No other problems with the device were noted. Media analysis performed to the photo submitted by the customer revealed that the catheter was torn and was outside its original pouch. Based on the condition of the returned device, the reported event of catheter break was confirmed. It is possible that operational factors such as the force used when the catheter was pushed up with the pusher over the guidewire, and/or the excessive force applied to the device during used could have caused the catheter to break. Therefore, the most probable root cause is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.